Event description:
Device malfunction: balloon rupture. Time of device malfunction: during procedure. Symptoms/ae: none. It was reported that the fox plus dilatation balloon was advanced toward the right sfa from the left femoral artery and engaged. The first pre-dilatation was performed at 10atm. During the second pre-dilatation, the balloon ruptured at 17atm. A competitor's balloon was used to complete pre-dilatation and a non-abbott stent was implanted completing the procedure. No patient injury or adverse effects were reported. No additional information available.

Manufacturer narrative:
The device was received. Investigation is not completed.